Event description:
It was reported that this right ventricular (rv) defibrillation lead and non-boston scientific device exhibited exhibited an increase in shock impedance measurements from 90 to 124 ohms soon after implant of the non-boston scientific device. Technical services (ts) discussed potential causes. The root cause was not determined. The physician plans to perform a lead revision procedure on an unknown future date. No adverse patient effects were reported. This device remains in service. The serial number of the lead was requested, however, is not known by the physician or facility. If pertinent information is provided in the future, a supplemental report will be submitted.